Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and stated the left motor is binding up after driving a few feet, causing the chair to turn to the left.